Event description:
During a study to investigate the one-year outcomes of radiofrequency ablation of incompetent perforator veins using a rfs stylet, 53 patients were treated (67 limbs). 68% of patients were female, with a median age of 62 (range 25-81). Prospectively documented complications included 8 neuropraxia. It was also reported that 1 dvt, 1 episode of phlebitis, 1 cellulitis and 1 chemical ulcer occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.